Event description:
The ge oec 9900 fluoroscopy system was reported to lock-up after the first exposure of the day. System restored with a reboot.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. Anomalous system lock-up corrected on reboot. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.